Manufacturer narrative:
Title: impact of out-stent plaque characteristics on vascular response after second generation drug-eluting stent implantation: imap -intravascular ultrasound and angioscopic study. Authors: kenji kawai, minoru ichikawa, tohru masuyama, masaharu ishihara, yoshiyuki kijima. Journal: ijc heart: vasculature issue: 19 (2018) 83¿87. Ref: doi.org/10.1016/j.ijcha.2018.05.004. Average age. Majority gender. Date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted for review. Patients with coronary artery disease were enrolled into the study and underwent 2nd generation des implantation. Resolute zotarolimus-eluting stents along with other non-medtronic stents were implanted in patients. Lesions treated included rca, lad an lcx. Two patients were withdrawn from follow-up due to stroke and non-cardiac death. One patient suffered instent restenosis. One year post implant poor neointimal stent coverage (nsc) was found in a percentage of implanted stents.